Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The wound had not healed and the patient was placed on bactrim due to drainage from the site. The patient underwent an explant procedure.